Manufacturer narrative:
T:slim user guise states: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl resulting in a hospitalization due to running out of pump supplies. The customer declined to provide additional information regarding this event.